Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that insulin pump had blank screen. The customer¿s blood glucose level was 284 mg/dl. The customer also reported that there was fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. Customer states the home screen did not appear on the display. Troubleshooting was assisted and the insulin pump was off. The customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display due to critical pump error (open book image) alarm.